Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right atrial (ra) lead exhibited high out-of-range pace impedance measurements. Subsequently, a revision procedure was scheduled and upon opening the pocket, the physician noted fluid in the inner lumen of the ra lead and a ra lead insulation breach. The ra lead was also tested with a pacing system analyzer (psa) and found to reproduce the high out-of-range pace impedance measurements. The ra lead was surgically abandoned and the device remains in service. No additional adverse patient effects were reported.